Event description:
Customer's spouse called in to report hospitalization due to a vehicular accident. Customer stated high blood glucose levels during event and was wearing device while driving. During troubleshooting, it was found that the insulin pump was functioning properly. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.